Event description:
It was reported that the patient presented in clinic for pocket revision due to potential infection. The physician elected to explant the pacemaker, flush the pocket, place the pacemaker in an antibiotic pouch, and re-implant the pacemaker. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
New information received notes the pacemaker was explanted and replaced (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
An adverse event with no malfunction was reported. Interrogation results, visual inspection, and technical testing returned no anomalies.